Event description:
It was reported before use the bd plastipak¿ centric luer-lock hypodermic three-piece syringe there is foreign matter on the product. The following information was provided by the initial reporter: ¿the product is dirty. The dirt is not in the package. Inside the package and on the product".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd plastipak¿ centric luer-lock hypodermic three-piece syringe there is foreign matter on the product. The following information was provided by the initial reporter: ¿the product is dirty. The dirt is not in the package. Inside the package and on the product."

Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection several embedded brown spots observed. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1272600 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 1272600. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.